Event description:
User reported pre-clean needle fluids leaked all over the floor and into a walkway. No patient samples were affected and no operators were harmed.

Manufacturer narrative:
The field service representative found that the user bent the pre-clean needle while changing bottles during maintenance. He replaced the pre-clean needle and was able to update bottles without error.